Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer were verified and it was possible observe foreign matter ¿ silicone visible. The potential cause for the problem is failure at syringe lubricant system at assembly machine. The defect identified by this complaint will be monitored to trend analysis.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ contained foreign matter. No serious injury or medical intervention was reported.